Event description:
End user alleges while operating the motorized wheelchair on her lawn, the front tire sunk into the ground causing the unit to fall over. End user reported not wearing a seat belt at the time of the alleged event. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair on uneven grassy terrain without the use of a seat belt. The owner's manual warns, "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass", and "always use the seat belt".